Manufacturer narrative:
(B)(4). A CAPA was referenced for the reported issue. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home choice (hc) was making a burning smell during use. The home patient (hp) was not connected at the time of the event. The home patient (hp) stated that they noticed the smell during prime. The care giver (cg) stated the smell was coming from the back of the hc and there were also two burn marks above the socket where the cord goes into the back of the hc. The technical service representative (tsr) arranged for the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed that the unit had burn marks and smelled burned. The reported condition was confirmed. The cause of the condition was determined to be a burnt power inlet module. To correct this condition, the power inlet module was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.